Event description:
It was reported that there was t-wave oversensing and therapy was withheld appropriately. The t-wave oversensing was observed during a routine device check. Reprogramming was done and there was no further t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.